Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2025. Potential contamination in the testing room was reported. Although requested, no information regarding patient treatment and outcome, nor confirmatory testing, was provided.

Manufacturer narrative:
G4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Correction: g4: no for combination product testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m966491 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot: 000m966491, test base part number 192-430 / lot: 000m966491. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m966491 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay performed on (B)(6)2025. Potential contamination in the testing room was reported. Although requested, no information regarding patient treatment and outcome, nor confirmatory testing, was provided.